Manufacturer narrative:
Reporter returned product on (B)(6) 2018. The product was identified as an oral-b power battery toothbrush handle cross action power 4732 on (B)(6) 2019. Product investigation results showed that the complaint was caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Consumer called stating that the head of his/her toothbrush was coming off the handle when he/she brushed. No injury was reported.

Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating that the head of his/her toothbrush was coming off the handle when he/she brushed. No injury was reported.